Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient became unconscious while using their dexcom cgm, which read 143 mg/dl. A fingerstick check showed a blood glucose of 400 mg/dl. Emergency medical services (ems) was called, and their reading remained 400 mg/dl upon arrival. The patient was treated with insulin via pen from ems, and their blood glucose began to decrease. They were observed on-site until stable, and hospital transport was not needed. No further issues were reported. At the time of the report the patient was fine. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. When ems was called, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.